Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 170 mg/dl. Tandem technical support educated customer on removing all air bubbles from tubing. Customer was able to prime the tubing and resume insulin delivery.